Event description:
Spectrum pump serial number # (B)(4) with proper authorization. Visual inspection found the device had experienced one occurrence of system error 322. N pt injury has been reported. There is no further info available at this time.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.